Event description:
Consumer called to report accuracy issues with his test strips - believes the strips were damaged. Was getting readings that were 200-300 points higher. Had to go to the hospital because of inaccurate readings.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.